Manufacturer narrative:
Investigation summary: a complaint was reported for a results failure on a phoenix m50 instrument. The customer alleged that there were inconsistent results, most commonly with forms of staphylococcus when the expected result was only s. Aureus. A bd field service engineer (fse) was dispatched to the customer site. Upon arrival, the fse did not note any technical issue with the instrument. As a part of troubleshooting and to ensure customer satisfaction, the fse ensured the latest software was installed; and performed verification tests which included a light source adjustment, cv test, and filter panel test. All tests had passing results. Log files were also reviewed, and it was found that no failures have occurred. The instrument continues to operate as intended and was released back to the customer for normal use. This is an unconfirmed failure of a bd product. The root cause of the failure was unable to be determined. No parts were replaced as a part of this complaint, and therefore no samples were returned and no returned material investigation could occur. Device history record review is not required for this complaint as this complaint does not allege an early life failure or failure at installation and the configuration has changed since release from manufacturing due to service repairs/pms. Service history review was completed and revealed two prior cases with this failure mode. Bd quality will continue to monitor for trends associated with the failure mode described in this complaint. Review of risk management files confirms there are no new or modified risks associated with this failure mode.

Event description:
It was reported while using the bd phoenix¿ m50 automated microbiology system an unspecified number of patient isolates (staphylococcus aureus) were misidentified as other types of staphylococcus spp. The user verified the final result using dnase. No health impact or consequence reported.

Event description:
It was reported while using the bd phoenix¿ m50 automated microbiology system an unspecified number of patient isolates (staphylococcus aureus) were misidentified as other types of staphylococcus spp. The user verified the final result using dnase. No health impact or consequence reported.

Manufacturer narrative:
E1. Initial reporter phone #: (B)(6). There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: g4. PMA / 510(k)#: k020321, k040099, k131331 and k250344. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.